Manufacturer narrative:
No patient information provided to date after calls to customer 10/03/2022 and 10/07/2022. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The suction tubing was realigned to resolve the issue. Legal manufacturer: (B)(4).

Event description:
It was reported that there was a malfunction resulting in a loss of suction during a case. There was no patient injury.